Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.

Event description:
Reportedly, during the implantation of the subject ICD, the physician did not hear any click sound when tightening the svc setscrew. He/she suspected the screwdriver slot was not concentric to the setscrew. Since the lead connector was fixed and all measurement showed good values, the physician decided to keep the device implanted. A follow-up was performed on (B)(6) 2012, which did not show any anomaly in measurement.